Event description:
The customer stated that they received questionable low results for a total of 3 patient samples tested for ca2 calcium gen.2 (ca) on an integra 400 plus analyzer. Upon observation of the results, other test parameters were found to be imprecise. No additional data was provided concerning the other test parameters. Of the three samples, one was found to have an erroneous result. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 6.93 mg/dl accompanied by a data flag. The sample was repeated, resulting as 9.68 mg/dl. The value of 9.68 mg/dl was reported outside of the laboratory. The patient was not adversely affected. The ca reagent lot number was 12348301, with an expiration date of 03/31/2017. The samples were checked for any potential pre-analytic handling effects such as clots and the samples were found to be satisfactory. Precision studies were performed on multiple assays. Maintenance activities were carried out including cleaning the probe and wash station. The probes were replaced with new probes. Additional precision studies were performed after actions were carried out and this was found to be within specification. No further incidents were observed with the instrument.